Event description:
Reportedly, r/c: according to the patient's mother, the following allegedly occurred patient experienced an alleged local reaction to the titanium clips used on the sympathetic nerve used to treat a hyperhydrosis condition. Patient will be re-operated on in the future in order to remove those clips. Procedure: unk.